Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A reliant balloon was used during the procedure. The proximal aortic neck was 18.7mm in diameter and 23.5mm long. The maximum aneurysm diameter was 46.1mm. The right femoral artery was 7.5mm in diameter, and the left was 7.1mm. The vessels were highly calcified. It was reported that during the procedure, the stent graft was placed in anatomy that was highly compromised by protruding calcification, which may have punctured the stent graft material. The final angiogram showed a jetting type iii endoleak at the lower level of the third stent ring. A cuff was placed and the endoleak resolved. No additional clinical sequelae were reported and the patient is fine. A review of returned films pre-implant showed a narrow proximal neck; 17x19mm diameter below the renal arteries. The neck was angulated 60 degrees (r-l) and 40 degrees (a-p). Approximately 2cm below the renal arteries, the neck narrowed down to approximately 15mm diameter with a large area of calcification seen protruding into the neck. The maximum aaa diameter was 4.8cm, and the iliac arteries were also calcified. Images during implant were not provided; the type iii fabric event could not be assessed. However, it is likely that the reported ballooning within the calcified neck likely contributed to the type iii fabric endoleak.

Manufacturer narrative:
(B)(4). Evaluation methods: (films). Evaluation results: inherent risk of procedure (endoleak). Patient¿s condition affected effectiveness of device (small calcified neck). Unapproved use of device (neck diameter <(><<)>19mm). Evaluation conclusions: known inherent risk of a procedure (endoleak). Off ¿label, unapproved or contraindicated use (neck diameter <(> <<)>19mm). Device failure related to patient condition (small calcified neck).